Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 169 mg/dl.